Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device revealed the impactor was broken. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor has been cracked all the way up the side due to too much force. The impactor was not used in surgery and it will be returned to depuy. No surgical delay.